Event description:
The initial reporter stated that the pump alarms sounded muffled. They did not provide any additional information. The initial reporter stated that this occurred during testing and that there had been no impact to the patient due to the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump speaker was damaged, so while the alarms were functioning as expected, they were not able to audibly sound. The pump was serviced to correct the issue.